Manufacturer narrative:
The lead was not returned to saluda. Review of patient logs confirmed disconnected electrodes. The root cause for the disconnected electrodes could not be definitively determined. The evoke scs system MRI guidelines warn, "MRI compatibility has not been determined for a system where the impedance of the lead shows disconnected or shorted channels. Impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a device check prior to a magnetic resonance imagery (MRI). Disconnected electrodes were identified during an impedance check. The patient requested explant of the evoke scs system to restore MRI compatibility and due to their preference for non-rechargeable device.